Event description:
Reporting status: serious injury. Reporting rationale: perforation and thrombus requiring medical intervention to prevent permanent impairment or damage. Device issue: no device malfunction has been reported. It was reported that via a trial during the index procedure a 2.5 x 28 mm xience v stent, two 3.0 x 28 mm xience v stents, and a 3.5 x 18 mm xience v stent were all deployed in the proximal rca lesion in 2008. Right coronary artery perforation into a non intact pericardium was discovered after post dilation and removal of the balloon was performed. The perforation was sealed, and thrombus developed in the proximal stent segment. Thrombus was resolved after hours of prolonged balloon inflation which sealed the side of the hole. No additional event of patient information is available.

Manufacturer narrative:
The other three xience v stents are being reported under this same manufacturer report number.